Manufacturer narrative:
Additional information: d4, h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed the device; however, there was no evidence of damage or a leak. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a micro-volume extension set had a crack on the line located before the lumen attachment site, which resulted in leakage. This occurred during patient infusion with vancomycin medication. Upon returning to flush the line, condensation was observed on the line and there was fluid on the floor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. During visual inspection the female luer was observed cracked. The reported condition was verified. The cause of the issue could not be determined; however, the most likely cause was due to the user connecting the set to another set while applying a force greater than required. Should additional relevant information become available, a supplemental report will be submitted.